Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented with an inappropriate shock due to far-p oversensing. Tests performed at a different clinic confirmed that the right ventricular lead had pulled back into the atrium, leading to the double counting that led to the inappropriate shock. The lead was explanted and replaced. The patient was stable.